Manufacturer narrative:
A thorough investigation was performed on the damaged probe for the dimensional integrity, bond strength, and presence of adequate bonding adhesive. Based on the analysis, it can be concluded that an unintended excessive force between the two sections (front and rear) of the probe caused the probe to become separated at the joint.

Event description:
A customer reported their 3d9-3v transducer broke in half during the cleaning process. There was no harm or injury reported to the patient or user, the device the was not in clinical use. Analysis was performed by onsite field service engineer who confirmed the reported issue. The results of the analysis confirmed the transducer was broken in half near the base. The issue was resolved by replacing the transducer and the product is back in service. Philips has started an investigation into this complaint.

Manufacturer narrative:
H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.